Manufacturer narrative:
The device has not been returned by the customer to date. The investigation is ongoing. A supplemental MDR will be submitted upon completion of the investigation or if additional information is received.

Event description:
It was reported, the subject device pump head was damaged. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction. Following field was update: d4, d8, d9, d10, g1, g3, h2, h3, h4, h6, h11 corrected field: h6 health effect clinical and impact codes. Based on the results of the investigation the customer's allegation was confirmed. Based on the results of the investigation, a probable root cause is that the performance of a consumable deteriorated as the number of usages increase. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the subject device pump head was damaged. There were no reports of patient harm.